Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic discomfort ("severe discomfort"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes,essure coils and uterus.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and pelvic discomfort had resolved. The reporter considered genital haemorrhage, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: patient is (B)(6). Patient subsequently sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On 4-feb-2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic discomfort ("severe discomfort"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes,essure coils and uterus.). Essure was removed on 16-jun-2015. At the time of the report, the pelvic pain, genital haemorrhage and pelvic discomfort had resolved. The reporter considered genital haemorrhage, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: patient is 32 years old. Patient subsequently sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-jun-2013: bilateral tubal occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic discomfort ("severe discomfort"). The patient was treated with surgery (abdominal hysterectomy, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and pelvic discomfort had resolved. The reporter considered genital haemorrhage, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: patient is 32 years old. Patient subsequently sought treatment for her symptoms. 3 coils were noted on the right side and 4 on the left following implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic discomfort ("severe discomfort"). The patient was treated with surgery (abdominal hysterectomy, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and pelvic discomfort had resolved. The reporter considered genital haemorrhage, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: patient is 32 years old. Patient subsequently sought treatment for her symptoms. 3 coils were noted on the right side and 4 on the left following implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received. Reporters information and medical history were added. Reporter causality added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.